Event description:
It was reported by the caller that a cgm error 42 occurred. The specific impact on the customer¿s blood glucose level was not mentioned, but there was no indication of any adverse effect. Technical support provided assistance with a pump reset, and the caller was able to successfully start their sensor session after the reset, with no recurrence of the error.